Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels and diabetic ketoacidosis. The customer treated herself with a correction bolus. The customer's blood glucose was 18.8 mmol/l. Troubleshooting was done. Advised customer to run a manual prime, and the customer stated that insulin exited the tubing. The customer stated that there may been leaks from the tubing. The customer then stated that the insulin pump alarmed no delivery when performing the high pressure test. Advised customer that the insulin pump was working as designed. Advised a replacement infusion set would be sent. Advised customer to call back if further assistance was needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.